Event description:
Reportable based on device analysis completed on 02 february 2026. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; but the image could not be displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the catheter was twisted and entangled with the guidewire, and the imaging window was rippled.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. The catheter was observed to be twisted and entangled with the guidewire, and the imaging window was rippled. Impedance testing showed an electrical open at the distal end of the catheter, between 0 and 10 cm from the distal housing. The transducer level impedance test using the microprobe could not be performed due to the condition of the transducer/distal housing.